Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset of the event, the patient was hospitalized and treated with targocid injection (400mg, ongoing) and meropenem injection (1gm, ongoing) for the event. The patient was discharged 12 days after hospital admission. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: it was reported that the patient was not using baxter pd disposable products at the onset of peritonitis. H10: based on additional information received, the baxter disposable is no longer a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.